Event description:
In 2005, the device was cemented onto the patient's right femur. After range of motion was checked it was determined that a left femoral component had been implanted. The surgeon took the implant off the bone and replaced it with a right lcck femoral component due to bone loss.